Manufacturer narrative:
(B)(4) .

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net. Review of the transmission revealed that the pulse generator exhibited noise. No intervention was reported. The patient would continue to be monitored.